Event description:
It was reported by patient they underwent an initial hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012, due to loosening of the acetabular cage and fracture of the cage flanges. The acetabular cage, liner and screws were removed and replaced. A second revision was performed (B)(6) 2012, due to dislocation and loosening. The cup and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." And number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00185 / 00186). This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Prior revision reported on 8 mdrs for same event (reference 1825034-2012-00713 / 00720).